Manufacturer narrative:
(B)(4) - sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. Product surveillance spoke with the home patient who confirmed the sample was discarded. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding check supply line alarm that appeared on the homechoice (hc) unit during last fill. The fill volume was 276ml. The home patient (hp) stated that she re-spiked the heater bag. The technical service representative (tsr) explained and assisted to end therapy. The tsr advised to let the nurse know about re-spiking the supply bag. The hp would follow up with manual exchange. The hc was operational. No patient injury or medical intervention was reported.